Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative disc disease in l3-l4 underwent midline lumbar fusion. Intra-op during insertion, the thread of the set screw was broken due to over tightening as a result of which the rod could not be fixed. So, it had to be replaced with other one.no patient complications were reported as a result of this event.